Manufacturer narrative:
The suspect components were returned for evaluation: treon stealthstation spring arm cable assembly: as reported, there is a small cut in the cable jacket near the lemo connector. Only the shield wire is exposed. No internal conductors were exposed or damaged. The cable passed a continuity test with no opens or shorts detected. Physical damage directly caused event. Treon stealthstation power communication cable: the fischer connector is damaged in an out of round condition that will not allow connection to the mating part. Not able to test for continuity. Connector-damaged, pin bent or missing, physical damage directly caused event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement of the frayed cable, at the time it was identified, resolved the issue. No further issues have been reported. No parts expected to be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that a site navigation system was giving intermittent tracking behavior during a system check-out. Damage to the cable was found near the camera connection. The cable was replaced and there were no further issues. There was no patient present when this issue was identified.